Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was further evaluated by the authorized third party service provider (asp) where the reported issue of its fio2 (fraction of inspired oxygen) monitor testing below specification was initially confirmed. However, during subsequent testing of the device the issue could not longer be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's fio2 (fraction of inspired oxygen) monitor tested below allowed specifications. There were no reports of patient involvement associated with the reported event.